Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a reprocessed cable interface carto 3 system split handle and during pre-op, the handle of the cable was dirty which was seen through the sterile packaging. The substance looks like betadine. The device was returned to sterilmed for further evaluation. A sterile reprocessed cable interface carto 3 system split handle was received, contained inside the sterile pouch. A visual inspection was performed, and in the connector an unknown dried substance was found. The physical mark on the device indicated it had been reprocessed two (2) times. Fourier transform infrared spectroscopy (ft-ir) test was performed. The foreign liquid was extracted from the surface using precision instruments and subjected to infrared spectroscopy without any further preparation. The analysis indicated that the foreign substance primarily exhibits vibrations characteristic of epoxy-based materials. A comparison test was the final step in the ft-ir analysis, showing minor differences between the spectra. However, the predominant epoxy vibrations were confirmed, indicating that the liquid is largely composed of epoxy-based material. The ir spectrum of the liquid revealed an epoxy-based composition, albeit with slight variations. However, the source and cause of these materials' presence in the product are still unknown. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint was confirmed during the device inspection. As a result, an internal action was formally documented to address this issue, and a thorough investigation will be conducted to identify the root cause and implement appropriate corrective actions. This issue is being addressed through sterilmed¿s quality system and actions are being taken on the supplier¿s side. Correction to d1. Brand name to na. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product analysis lab received the device for evaluation on 20-may-2025. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a reprocessed cable interface carto 3 system split handle and during pre-op, the handle of the cable was dirty which was seen through the sterile packaging. The substance looks like betadine. The primary plastic packaging was not opened, since the device did not look clean. There was no physical damage to the package observed. There was no patient consequence.